Event description:
Customer reported erroneous low platelet counts were obtained for one pt when using a coulter lh 500 hematology analyzer. The erroneous low platelet count was reported. A manual smear was performed without identification of platelet clumps. The pt was transfused. Subsequent testing determined that the platelet count was erroneously low, platelet clumps were present on blood smear analysis, and the transfusion was not necessary. This event represents event 1 of 4 events reported by this customer for testing performed on this pt with three different analyzers over three days.

Manufacturer narrative:
Service was not dispatched for this event. Raw data analysis was conducted. There was no supporting data for the presence of platelet clumps. Root cause for erroneous low platelets is the presence of platelet clumps, a known interfering substance identified in product labeling. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00026 for event 2 of 4 involving the coulter lh 750 hematology analyzer, sn (B)(4). During the retrospective review, it was determined that add'l mdrs were required to be filed for four malfunctions reported by the customer. This MDR represents event 1 of 4 reported. This MDR is related to the following mdrs that have been reported: 1061932-2010-00026,1061932-2011-01077, 1061932-2011-01078.